Manufacturer narrative:
Section d4, serial number was requested, not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that event log file captured on 1(B)(6) 2023, two no external power events. This was caused by the mobile power unit (mpu) was experiencing some type of power issue. There was no interruption in pump support during these events.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to mobile power unit (mpu) was confirmed via evaluation of the submitted event log file. The log file contained approximately 31 hours of information (11:51 11nov2023 to 17:35 12nov2023 per timestamp). On 12nov2023, two no external power events were observed. These alarms activated at 15:16:34 and 16:12:13, and persisted for ~63 seconds and ~24 seconds, respectively. During each of these no external power events, the relative state of charge (rsoc) of both cables fell to ~11.4 v and the bus voltages fell to less than 1 v. The controller¿s backup battery activated as intended and supported the system without issue. The atypical alarms cleared when the rsoc and voltages of both cables returned to their typical values. The pump maintained a speed above the low speed limit throughout the data. The mpu (serial number: unknown) was not returned for evaluation. Multiple attempts were made to acquire additional details surrounding the event and the potential exchange of the mpu; however, no response was received. The root cause of the no external power alarms could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the unit was not provided. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.